Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Sample 1 initial sodium result was 150 mmol/l, and the repeat result was 139 mmol/l. On (B)(6) 2026, sample 2 initial sodium result was 150 mmol/l, and the repeat result was 142 mmol/l. Sample 3 initial sodium result was 170 mmol/l with a data flag, and the repeat result was 145 mmol/l. The initial potassium result was 5.4 mmol/l, and the repeat result was 4.7 mmol/l. The initial chloride result was 127 mmol/l with a data flag, and the repeat result was 108 mmol/l. Sample 4 initial potassium result was 4.0 mmol/l, and the repeat result was 4.7 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was faw33. The potassium electrode lot number was eyp27. The chloride electrode lot number was fbt65. The expiration dates were not provided. The field service engineer found that the vacuum nozzle had scratched the dilution cup. He replaced the nozzle and dilution cup. The customer verified calibration and qc. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.